Manufacturer narrative:
On february 21, 2020, the mentor failure analysis lab received the device for evaluation. On march 4, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual inspection, a crease was noted in the posterior view. Within crease a tear was observed, measuring approximately 0.1 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 350-1470 and lot number 244681) is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round spectrum 425cc, catalog # 3501470, lot 244681. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor smooth round spectrum 425cc and experienced a deflation on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020.